Event description:
Report received from (B)(6) stating that the device had an issue with noise and the locking mechanism was stuck. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and reported condition of "noise" and "stuck locking mechanism" was confirmed. During the pre-repair eval, the device was found to have worn hose, had a rattling noise, and a stiff locking sleeve. This damage appears to be caused by abuse/misuse by the customer. This drill has not been cleaned in accordance with synthes anspach recommendations. If additional info is received, a supplemental report will be sent.